Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of about high blood results. Expected fasting blood glucose test result range is 100 to 180 mg/dl. Customer feels well and observed no symptoms. Sought medical advice of doctor. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 295 mg/dl and 296 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 295mg/dl, (B)(6) 2015, 01:58pm; 2: 296mg/dl, (B)(6) 2015, 01:57pm; 3: 212mg/dl, (B)(6) 2015, 01:45pm; 4: 298mg/dl, (B)(6) 2015, 01:41pm.